Manufacturer narrative:
Correction: section d6b - the explant date was inadvertently omitted from the initial report. Correction: section a3 - gender - the gender was inadvertently omitted from the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy because the patient's lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.